Event description:
It was reported that the pulse generator exhibited a diagnostic anomaly. A magnet rate test was performed with no indication of eri. The device remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.